Event description:
On 5/3/91 device was implanted. On 8/15/96 the pump and reservoir were revised. On 9/6/96 the pump and reservoir were removed from the pt due to infection. Add'l info received on 10/8/96 indicates only the pump was removed on 9/6/96.